Event description:
General report received of an undocumented number of undocumented incidents of IV extension sets disconnecting from the IV access device. The customer reported these incidents "occurred once or twice a week for the past month" with pts undergoing unspecified surgical procedures. The IV sites were accessed, and the clinician connected the extension sets to the IV access device. Immediately upon initiation of flow, it was noted that the extension sets to access device connections were leaking. Upon inspection by the clinician, it was noted that the male adaptor of the extension sets were not seated securely in the 20g IV angiocath. This resulted in "less than 1 cc" of blood loss that leaked over the pts' hands, and an unspecified amount of IV fluid leakage. The extension tubing sets were replaced. The customer reported there were no delays in critical therapy and no adverse pt effects. Although requested, no add'l info was provided.